Event description:
Overdelivery reported. The pt had a drop in blood pressure and heart rate and rec'd atropine IV push along with the initiation of a dopamine (concentration unspecified) drip at 9ml/hr on pump #3. After 13 minutes infusion time, the pt's blood pressurea"went very high" and the nurse noted that 12ml of dopamine had infused in that time period. The infusion was discontinued and the pt's blood pressure came down over a 3 hr period. No further info was available.

Manufacturer narrative:
Test and investigation was unable to confirm the reported problem. Pump channels b and c passed performance verification testing and short term delivery accuracy testing and short term and long term delivery accuracy tests within product specification. Channel a failed for I/o motor malfunction. Since complaint was reported on channel c, I/o motor failure on channel a is not related to the reported problem. Update: I/o motor should have been coded for mechanism assembly.